Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent dislodgement occurred. While preparing to treat the 75% stenosed target lesion which was located in the moderately tortuous and calcified proximal left anterior descending artery (lad), the physician found that the stent had dislodged from the stent delivery system (sds). The device did not enter the pt and the procedure was completed with a different device. No pt complications were reported with the pt's current condition listed as "good".

Manufacturer narrative:
(B)(4).